Event description:
The advocate, from (B)(6), stated her son received a blood glucose reading of 2.6mmol/l on the contour next link. He had hypoglycemic symptoms and was given a dex4 glucose tablet, which made him feel better. Request to return the strips for evaluation. A new meter was sent to the customer.

Manufacturer narrative:
Corrected lot#.